Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was 390 mg/dl, 180 mg/dl and 160 mg/dl. The customer stated that they had received a low battery and the pump went blank. It was reported that the pump was shutting on and off its own. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.